Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and a large ketone level identified as dangerous. Reportedly, the customer had a cold and suspected illness to be a potential contributing factor to elevated bg, bg was addressed via a correction bolus and manual injections. The customer was instructed to consult with healthcare provider regarding bg level.